Event description:
Patient reported obtaining results of 10 mg/dl and 149 mg/dl within ten minutes apart on the compact plus system. No adverse event reported. Requested return of the suspect product; all strips have been used and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.